Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. During inspection of the analyser, the fse found air bubbles in the buffer syringe. The fse disassembled and cleaned the ise module and all affected tubing. The cause of the air bubbles was a defective buffer valves which were replaced. The system was verified with calibration, precision run and qc. Once this was completed the system was restored to full functionality. The failure mode of this event is defective buffer valves. (B)(4).

Event description:
The customer reported the generation of erroneous high ion selective electrode (ise) results on beckman coulter au680 clinical chemistry analyzer serial no. (B)(4). There was no report of change to patient treatment in connection with this event. There was no report of calibration or qc issues reported by the customer.